Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart and his insulin pump was giving high pitched tone. The customer¿s blood glucose level was unknown. Assisted customer in performing a self-test. Test was passed. The insulin pump will be returned for analysis.